Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27aug2019. No troubleshooting was performed by the manufacturer's field service representative as the customer resolved the issue on their own. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text : the customer resolved through remote troubleshooting.

Event description:
It was reported that the last hours of preventative maintenance showed stars. There was no patient involvement.